Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the extended position clogged with dried blood and tissue. The measured full helix extension length was within required performance specification. The reported events of no capture and low pacing impedance were not confirmed. The impedance test was unable to be performed due to the overall condition of the lead. Additionally, electrical testing did not reveal any indication of conductor fractures or internal shorts. Furthermore, a visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.

Event description:
During a clinic follow-up, a decrease in the pacing impedance and a loss of capture were observed on the right ventricular (rv) lead. The rv lead was suspected to be dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable.